Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the home screen did not appear on the display. . Customer¿s blood glucose level was unknown. Customer reported that there was fluid in the battery compartment. Customer stated that o-ring was in place and free of debris. Customer stated that the battery cap was not damaged. Customer was also advised to place pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to serial number and lot number. The correct information has been provided in section b5 with this report.(B)(4).

Event description:
It was reported that serial number has been updated to (B)(4) and lot number updated to hg2srzf.